Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, abnormal condition message when measuring r-waves was observed on the device. After several attempt to measure the r-waves, the session was ended, sterile magnet was dropped, and connection was reestablished. The issue was resolved. No patient consequences were reported. The patient was being monitored.